Event description:
Failure to alarm: drainage was leaking out the side of the dressing, the dressing was raised with no alarm. There was no canister full alarm, no leak alarm or block alarm.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued (B)(6) 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez 250ml canister. The complaint is unconfirmed for pump malfunction (no fault found for pump). This complaint involves canisters not causing alarms when visibly full. A possible cause could be the alarm could not be readily observed after successful negative pressure therapy and full canister utilization. The evaluation of previous similar complaint determined that the root cause of a full canister not triggering a pump alarm was the fit of conforming antimicrobial filters into the ez or ez plus pump (same orifice design and tolerances), in all cases full insertion not required to obtain proper negative pressure and inflow to canisters. The complaint against the 250cc canisters is better understood to cause problems in monitoring canister volumes compared to the 800cc canister as the canister holder covers most of the canister body and graduations. Most users would not rely on the alarm to replace the canisters, but for some users the alarm is expected to indicate a canister has been fully occupied by exudates and suction occluded by resulting gel material. Pump alarm must not replace clinical monitoring. Our recommendations for pump use indicate replacement of canisters when 2/3 full, and from what is reported, the usage is extended beyond this recommended safe level before replacement. Review for safety indicated that the completely-full canisters are sealing shut from solidifier and overflow protection, and vacuum is held enough to prevent backflow into wound site. Since the only circumstances for repeat complaints would be for clinicians waiting for an alarm to replace the canisters, it is advised to fully insert the filter into pump and monitor canister volumes closely in system use. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.